Event description:
On (B)(4) 2014, it was reported by the user facility that a mynx device was attempted to be used during a procedure and failed. On (B)(6), the device was received with a note stating the following: "I was using the mynx closure device and when pulling back the sheath after deploying the mynx plug there was no white advancing tube present to hold the plug in place while removing the device. So, I deflated the device balloon and held manual pressure. No harm was done to the patient. The patient had bilateral lower angiogram at the end of which a mynx device was used for closure of the right femoral artery without complication and a failed left femoral artery mynx due to the lack of the white advancing tube being present, which resulted in no harm to the patient, but a 20 min manual hold." On (B)(4) 2014, the following information was reported to aci via user facility medwatch report # (B)(4): "lead technologist was using the mynx closure device. When pulling back the sheath, after deploying the mynx plug, there was no white advancing stick present to hold the plug in place while removing the device. The technologist then deflated the device balloon and held manual pressure. There was no harm to patient in this event." The intended procedure was a bilateral lower angiogram which was performed. Then at the end, they closed with mynx the right femoral artery without complication and a failed left femoral artery mynx due to the lack of the white advancing stick being present, which did not result in harm to the patient but did result in 20 minute manual hold.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. Sealant was visible through the shuttle cartridge side slit. Blood was observed on the outer surface of the sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the probable root cause for the failure to deploy could have been from an incomplete engagement of the advancer tube. However, the root cause of the reported event could not be conclusively determined. The review of the lhr (lot f1403703) indicated that the device lot met all established performance criteria prior to shipment.